Event description:
End user reports difficulty drawing novolog insulin into syringes lot 61183, as well as injecting the insulin into their person.

Manufacturer narrative:
Initial trend analysis for lot 61183 was conducted, no malfunctions were found. This is the only complaint for lot 61183. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports difficulty drawing novolog insulin into syringes lot 61183, as well as injecting the insulin into their person.

Manufacturer narrative:
The cmo checked the device history records and evaluated retained lot samples; no abnormalities found.